Event description:
It was reported that this implantable pulse generator (ipg) has been implanted for 19.7 years. Device interrogation was attempted; however, an error code was displayed and interrogation was unsuccessful. A boston scientific (bsc) technical services (ts) consultant informed the caller that this code appears if telemetry stalls or the device doesn't respond after 3 initial efforts. The consultant stated he would not expect this device to still be functional due to implant duration but stated magnet application could be attempted to see if a magnet rate can be elicited. Additionally, programmer logfiles can be reviewed to verify the programmer is not experiencing any performance issues. The device and programmer remain in service and no adverse patient effects were reported. The boston scientific local area representative was contacted for additional event details. No information has been received at this time. This investigation will be updated should further information be provided.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. Device technical analysis: this product remains implanted and in-service. As such, physical analysis has not been conducted in our laboratory. Investigation summary: based on the available information no problem was detected; the product remains in service and therefore was not returned for analysis. Investigation conclusion: based on the available information (and in the absence of device return) no problem was detected. Device history review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint.

Event description:
It was reported that this implantable pulse generator (ipg) has been implanted for 19.7 years. Device interrogation was attempted; however, an error code was displayed and interrogation was unsuccessful. A boston scientific (bsc) technical services (ts) consultant informed the caller that this code appears if telemetry stalls or the device doesn't respond after 3 initial efforts. The consultant stated he would not expect this device to still be functional due to implant duration but stated magnet application could be attempted to see if a magnet rate can be elicited. Additionally, programmer logfiles can be reviewed to verify the programmer is not experiencing any performance issues. The device and programmer remain in service and no adverse patient effects were reported. The boston scientific local area representative was contacted for additional event details. No information has been received at this time. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information has been received at this time, our investigation is complete. This investigation will be updated should further information be provided.